Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg would not charge and was no longer working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg would not charge and was no longer working. The patient will undergo an explant procedure.